Manufacturer narrative:
No resistance was noted as the returned brk needle/stylet assembly was advanced through the returned dilator. However, the dilator tubing was cut lengthwise, and skiving was noted at the distal end of the dilator. Review of the device history record was not possible as the lot number is unknown. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
This report is to advise of skiving found during analysis.